Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a video assisted thoracic surgery, the device was being used to staple the bronchial tube, and section if manually. The anesthesiologist noticed a bronchial stump leak. The surgeon checked it and realized that a metal staple was missing and the staple line was incomplete at the cartilage. The missing staple that had fallen into the cavity was successfully retrieved and additional sutures completed the procedure. There was no adverse patient consequence.